Event description:
The customer reported that their device powers up to a blank yellow screen and is locked up. The customer indicated that this occurs during the boot up process and will not power on completely. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer advised physio-control that they have decided not to repair the device due to the costs associated with the repair. The device will not be returned to physio-control for evaluation.the cause of the reported failure could not be determined.